Manufacturer narrative:
The 3mm x 4cm x 90cm saber balloon catheter (bc) was leaking from the wire channel where the balloon meets the wire and the balloon would not hold pressure. There was no reported patient injury. The intended procedure was a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa) and the popliteal artery. The lesion was described as having no significant tortuosity and a rate of stenosis of fifty percent. There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device prepped normally. Non-cordis contrast media was used and mixed 50:50 with saline. There were no kinks or other damages noted prior to inserting the product into the patient. The inflation device used was a non-cordis device. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate as usual. The balloon catheter did not kink while being used and the procedure was completed successfully. A non-sterile saber 3mm x 4cm x 90cm balloon catheter was returned for analysis. Per visual analysis, the balloon catheter was coiled inside a plastic bag. No anomalies were observed. Functional testing was performed, a syringe filled with water was attached to the inflation lumen and pressure was applied. However, a leakage was observed in the balloon on the middle section of the balloon area. Scanning electron microscopic (sem) analysis revealed that the balloon leakage was caused by a rupture on the balloon surface. The external surface of the balloon presented evidence of bulged/peeled balloon material, scratch marks, micro tears, tension marks and elongations adjacent to the balloon rupture. The internal surface of the balloon presented evidence of scratch marks across the rupture, from the outer surface of the balloon. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. A product history record (phr) review of lot 17640353 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system-leakage - during use¿ and ¿balloon burst¿ were confirmed during analysis due to the leakage noted during functional analysis. However, the exact cause of the leakage could not be determined. The balloon showed evidence of bulged/peeled material, scratch marks, micro tears, tension marks and elongations adjacent to the balloon rupture which would imply that vessel characteristics may have contributed to the event. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage, likely a calcified vessel. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 3mmx4cm 90¿ saber balloon catheter (bc) was leaking from the wire channel where the balloon meets the wire and the balloon would not hold pressure. Additional information from the product evaluation was received, indicating that the balloon leakage was caused by a rupture on the balloon surface. There was no reported patient. The intended procedure was a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa) and the popliteal artery. The lesion was described as having no significant tortuosity and a rate of stenosis of 50%. There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device prepped normally. The contrast media being used was ge healthcare omnipaque 300mg I/ml, mixed 50:50 with saline. There were no kinks or other damages noted prior to inserting the product into the patient. The inflation device used was a non-cordis device. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction encountered while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate as usual. The user was able to depress the plunger into the syringe/indeflator when trying to inflate. The balloon catheter did not kink while being used. The procedure was completed successfully.